Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4318, lot #: 18388887, description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a massive (B)(6) infection. The physician believed that the infection was not procedure nor device related. The patient was prescribed antibiotics and underwent an explant procedure.